Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the device status eos. The ICD had been implanted over a period of 51 months, and 16 charge processes had been documented. During the electrical analysis, the memory content of the ICD was analyzed first. The existing iegm from (B)(6) 2019 at 11:10 a.m. Showed interference signals in all channels. It was also noted that the battery status eos was detected on the same day at 11:11 a.m. The frequency and morphology of the sensed interferences, as well as the eos detection, are with high probability the result of the impact of a strong external magnetic field, which indicates the beginning of a magnetic resonance tomography. At this time, the MRI mode of the ICD was not active. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The eos state was removed with a technical programmer, and the device then showed the status mos1. The battery voltage of 3.10v indicates a charged battery. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in accordance with specifications with a defibrillation shock. The specified energy level was reached. Especially the charge time proved to be unremarkable. There were no indications of a device malfunction, the device proved to be fully functional. In summary, the implant proved to be as being within the electrical specifications. There was no indication of a device malfunction. It is very likely that the observed device behavior resulted from the impact of a strong external magnetic field during the magnetic resonance tomography. The MRI mode of the ICD was not activated at that time. There was no material defect or manufacturing error.

Event description:
It was reported that approx. 51 months after the implantation battery depletion was noted. The device was explanted.